Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg could not enter into MRI mode due to low battery. In turn, the ipg was explanted and replaced to address the issue.